Manufacturer narrative:
The patient injury details were updated in the executive summary. This issue was resolved for the customer by checking functionality of the unit and ensuring nothing else was needed from stryker at this time.

Event description:
It was reported that the user slipped because it was raining, and the device fell off the loader. The patient was strapped properly into the cot when it fell off the loader and it fell onto the safety hook/bumper and then to the ground. The patient hit their head and complained about their foot hurting due to a cut on their little toe. It was treated with a band-aid. The device was evaluated and no defects were found other than the damage found from the device falling.

Event description:
It was reported that the user slipped because it was raining, and the device fell off the loader. The patient was strapped into the cot when it fell off the loader and it fell onto the safety hook/bumper and then to the ground. The patient was cut and complained about his foot hurting. The device was evaluated and no defects were found other than the damage found from the device falling. Attempts are being made to gather additional injury and treatment details from the user facility.